Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket site pain. The patient underwent a revision procedure wherein the pocket was moved, and the implantable pulse generator (ipg) was replaced. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.